Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, the wrong screw was received in the package. It is unknown where this was discovered. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to a device marketed in the USA. The investigation showed that it was packaged incorrectly. The content of the pouch does not match the label (wrong screw). There is evidence that a step in the packaging process went wrong. Unfortunately his packaging error was not caught by the final quality control. As this is an item from april 2008, there is no inventory in storage. A CAPA determination has been initiated.